Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance alert on the right atrial (ra) lead for low impedances one week after the patient had tr anscatheter aortic valve replacement surgery. It was also noted that there was rising and high thresholds on the ra lead. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.